Event description:
Reporter alleged the test strip vial date and other info is rubbed off. Reporter did not provide any other info regarding the alleged event. A request was made for the return of the suspect device and replacement product was sent.